Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified basilic vein. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured at the proximal side. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.